Event description:
Boston scientific received information that lead impedance measurements on this lv lead jumped out of range and returned to normal range. The patient had been undergoing an ablation at the time of the high impedance measurements. No adverse patient effects were reported. This lead remains in service.